Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2158700 model: sc-2158-70 serial: (B)(6) batch: 17712515

Event description:
It was reported that the patients leads had high impedances. The patient underwent a lead revision procedure and was doing well postoperatively. The leads remain implanted.